Manufacturer narrative:
Other, other text: h3: one cadd solis vip pump was received with the battery compartment broken. The pump was visually inspected and no error code was found. The event history log showed no error code. The reported issue was unable to be duplicated. The software will be reinstalled to resolve the issue. There was no fault found with the returned pump.

Event description:
Information was received that device had error code 46260. No adverse effects known.